Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that during a titrated heparin infusion for a nicu patient on ECMO, the patient's act (activated clotting time) values rose from 157 seconds to 929 seconds in approximately 3.5 hours. The heparin was stopped and extra monitoring was required; labs were drawn hourly until they were within normal limits, approximately 18 hours later. The customer initially requested information about an infusion data report in which they noticed alarm data entitled "free flow alarm" while they were attempting to investigate this event. This data indicates that an alarm occurred because the pump door was open with a set installed with the safety clamp in the open position. A heparin drip at 5u/kg/hr was later re-started and there were no permanent effects on the patient as a result of this event.

Manufacturer narrative:
The customer¿s report of ¿free flow¿ events during a titrated infusion in the nicu was not confirmed; however the occurrence of a "flo stop open / close door" alarm was confirmed. The pcu event log indicated that on (B)(6) 2015 at 6:53am the heparin dose was increased to 22unit/kg/h. At 7:14 am the infusion was paused and the door was opened resulting in a "flow stop open / close door" alarm for a duration of 3 seconds until the door was closed. The infusion was restarted at 7:18am and ran until 9:29am when it was powered off. The total calculated volume infused for the time period of 6:53am to 9:29am is 2.003ml. The user reprogrammed and started the infusion of heparin at 3:44pm with a dose of 5unit/kg/h, bypassing an alert indicating that the dose was below the soft minimum guardrails limit of 10unit/kg/h. Testing and inspection of the source pump module found no malfunctions and the device was found to be infusing within specification. The disposable set in use was not returned for investigation. The root cause for the customer¿s reported experience could not be determined.